Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) loaded incorrectly and the haptic of the lens broke. The lens was partially inserted into the patient's right, however, was removed and replaced with another lens of same model and diopter. No other intervention was required and the patient was doing fine post operation. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 6, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half and with a haptic detached. The lens was cleaned and, no further issues were identified with the lens. Based on the returned condition of the lens, no further product evaluation could be performed. Conclusion: one of the reported complaint issue was not confirmed; however, one of the observed issue is similar to the complaint issue but cannot confirm the complaint. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Other reported complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.